Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, the surgical staff reported that the wires of the pk dissecting forceps instrument broke. The instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported wires are snapped at distal end. However, for clarification, the product problem was a broken conductor wire. One conductor wire is broken at the yaw pulley exit. Wire is detached from its connection at the grip. Electrical continuity failed. Yaw pulley is missing a piece at the opposite area of the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Unclear as of how piece of yaw pulley broke. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.